Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is unknown, however, the condition of the returned device is consistent with some type of chemical or environmental exposure. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angiogram procedure, the catheter tip detached within the patient's abdominal aorta. The physician acquired retrograde arterial access and when reintroducing the 5f pigtail catheter, over the wire the catheter tip detached. The physician used a vascular snare device to successfully retrieve the catheter tip from the patient's aorta.